Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 47 mg/dl. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.